Manufacturer narrative:
This serial number is associated with (B)(4). MFR's eval: the returned product was not analyzed as the device operated according to the specification. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2010. It was reported that the pt did not have stimulation. The scs ipg had not been charged for (B)(6). The device was removed and replaced by a new device.